Manufacturer narrative:
Pt info: unk. This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -13.50 diopter, into the patient's left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting. The lens was exchanged with a shorter lens and the problem was resolved.